Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08720 inches. No compromised forced sensor system alarms or prime anomalies noted. Device received with cracked case at display window corners, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they over-delivered 180 units of insulin into their body. The customer reported changing out the infusion set when the event occurred. The customer declined medical assistance for their impending low blood glucose. Blood glucose reading was 272 mg/dl at the time of the call. The customer also reported a compromised force sensor system alarm on the insulin pump. Insulin was squirting out during the manual prime process. The customer reported a blood glucose of 47 mg/dl at the end of the call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. The customer also called back to report being hospitalized for high blood glucose of 400 mg/dl.